Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A zinger guidewire was intended to be used. No damage noted to packaging. No issues removing the device from the packaging as per IFU. Device was inspected and prepped per IFU without issues. The wire tip was formed by the physician. The device did pass through a previously deployed stent. Resistance was encountered when advancing the device but no excessive force was used. It is reported that the wire got stuck in a non-medtronic stent and when trying to remove it, it broke, leaving a fraction inside the artery. Surgery was performed to remove the detached portion. The patient's hospital stay was extended by three days due to the intervention. No further injury reported.

Manufacturer narrative:
The device was being used in a procedure to treat a slightly tortuous, non-calcified lesion with 100% occlusion in the mid diagonal branch. The wire broke near the j-tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cine image analysis: cine review indicates that the tip of the zinger guide wire became stuck / tangled with the stent. As the guide wire was removed, the platinum coil separated from the wire, and became elongated as the wire was withdrawn. Exact root cause leading to the wire becoming stuck could not be determined from the film, the analysis of the returned stent shows deformed stent cells. The guide wire tip appears to be entangled in these deformed stent cells. Events leading to the entrapment is unknown. Product analysis: received was a badly damaged non-medtronic stent with the distal tip of a zinger guide wire stuck in it. Measurements from the hypo tube spring bond joint to distal bond joint measures approximately 27cm indicating 2 cm of the distal end of the wire is separated. The break is at the distal bond joint. The distal tip of the wire is missing including coil wire, ribbon and solder tip. The only components detached and not received is approximately 2cm of coil wire. If information is provided in the future, a supplemental report will be issued.